Event description:
The service report shows that while performing preventive maintenance on the unit, the mallinckrodt customer support engineer (cse) did not detect an audio alarm. Engineer inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.